Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and implanted in a2/p2. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted for stabilization, reducing the mr to 2. When the steerable guide catheter (sgc) was to be withdrawn, a clot was noted to be attached on the sgc tip. Aspiration was performed and the clot was removed successfully. The patient was heparin-induced thrombocytopenia (hit), therefore, the procedure was completed. Two clips implanted reducing mr to 1-2. No additional thrombus was seen in the patient. All of the thrombus that was seen was in the steerable guide catheter. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.